Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal cover fell off of the endoscope. The customer stated the cap was unable to be located in the patient or in the procedure room. The scope was removed and during bedside cleaning, the distal cap was noted to no longer be on the distal end of the scope. The staff was not sure at what point the cap was missing/came off. The customer reported the physician had to withdraw the scope multiple times during the procedure due to difficulty passing the scope to locate the biliary papilla. There were no reports of patient harm associated with this event. The patient's current condition was reported to be within normal limits, with no reports of the cap being passed. This event includes two (2) reports: patient identifier (B)(6) maj-2315, lot h1z23 patient identifier (B)(6) tjf-q190v, serial (B)(4). This report is 2 of 2 for patient identifier (B)(6) tjf-q190v, serial (B)(6)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the reported event likely occurred because the distal cover could easily come off the subject device due to the distal cover being inappropriately attached; and/or chemical solutions such as an anti-fog agent adhering to the distal cover causing breakage of the cover. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿. ¿attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover.¿. ¿hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off.¿. ¿twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off.¿. Olympus will continue to monitor field performance for this device.